Event description:
It was reported that there was atrial undersensing. It was noted that the patient was in atrial fibrillation (af) with fast conducted beats to the ventricle. The patient reported being able to feel it. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6949 implantable tachy lead (B)(6) 2005; 1258t86 competitor implantable pacing lead (B)(6) 2005. (B)(4).